Event description:
The customer reported the system displayed a pre-charge error code and thereby failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer refused the repair quote. No additional information has been disclosed.